Event description:
It was reported that two weeks post implant there were no sensing in the atrium or ventricle. During revision, the device was explanted and replaced. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported field event of sensing anomalies was confirmed. The device was tested on the bench and the cause of the reported sensing anomalies was an anomalous hybrid.